Manufacturer narrative:
H4: the lot was manufactured from september 28, 2020 - september 29, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) over infused during a patient infusion. The device had been filled with 4800mg of 5-fluorouracil (5-fu). This was described as the ¿folfusor was totally empty after 12 hours instead of 48 hours¿. There was no patient injury or medical intervention associated with this event. No additional information is available.